Event description:
The implantation neurostimulator was returned with no information. The manufacturer's device tracking system indicated that the patient had expired. The cause of death and relationship of the patient's death to the stimulation devices/therapy was not reported. Additional information was requested but not available at this time.

Manufacturer narrative:
The patient programmer was returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.